Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. When placing the instrument through the trocar or incision, avoid advancing the firing trigger (2) accidentally. If this occurs, the instrument will lockout and the stroke indicator will display a lock symbol; in this state, the instrument will not allow the anvil release button to reopen the instrument jaws. To recover from this condition, remove the instrument, push the red manual knife reverse switch downward to reverse the knife motion; the knife indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. Squeeze the firing trigger (2) completely until it rests on the closing trigger (1); the stroke count indicator will display zero to indicate the knife has been returned to its home position. Press the anvil release button and replace the reload, then follow the instructions above for loading the instrument. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? - unknown. If yes, how was the device removed? - unknown. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? - unknown. Did the jaws eventually open? - unknown. Could you please clarify if there were any patient consequences? - unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? - unknown.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an appendectomy procedure, "after stapler reload deployed, entire handpiece unable to open or be reused." Patient consequence was not reported. No further information is available.